Event description:
The returned ventilator was investigated for the reported issue of continuous alarm. During investigation, it was newly found that the oxygen sensor was faulty.

Manufacturer narrative:
Evaluation summary: the returned oxygen sensor was visually inspected and no anomalies were found. During the functional test, the fio2 supply measured was different from the fio2 setting. The investigation concluded that the oxygen sensor was defective. The unit will be returned after replacing the oxygen sensor.